Manufacturer narrative:
Device passed the self test and displacement test. No pump error 63 noted during testing, however, device trace download confirmed pump error 63, problem isolated to the keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received hardware low level failure alarm. Customer's blood glucose value was 105 mg/dl. The customer states that they were able to clear alarm and able to rewind the insulin pump. The customer reported that fill cannula was recorded in daily history. The customer performed self test and it did not pass. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.